Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported right side "rupture and extracapsular fluid". Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b d9 h3 h6. Laboratory analysis summary: the device related to the reported event of seroma-late rupture was received on jul 15, 2025, with lot number 3033051. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening and missing assessed as inconclusive. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture and extracapsular fluid". Device was explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 should have been listed as 05aug2025.

Event description:
Healthcare professional reported right side "rupture and extracapsular fluid". Device was explanted and replaced.